Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported batteries can not be reset, which were reproduced during evaluation. Visual inspection found the cause was a corroded contact pins. The device was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was depleted. The customer reported that the pump was left for days no charging. The problem was found during testing in the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.